Event description:
It was reported that there was an atrial lead dislodgement discovered during pre-discharge check. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- product event summary- the full lead was returned in segments. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58, lead, (B)(6) 2014. (B)(4).